Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the programming problem reported by the customer could not be confirmed. The device was subjected to various tests and found to be fully functional. It might be that the problem reported by the customer was attributed to the cut condition of the catheter. It appears to have come in contact with the edge of a sharp instrument. It is not clear if this occurred during the implant or ex-plant of the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaint. At the present time this complaint is closed.

Event description:
Affiliate reported that the device was revised due to programming problems.